Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that (B)(6) male patient was experiencing a rash under the lifevest. The patient's physician recommended that the patient end use of the device. The outcome of the rash is unknown.